Event description:
It was reported at the patient's first post-op device check, that the right ventricular (rv) lead experienced a high number of short interval counts (sic). The pacing impedance, r-waves, and thresholds were all stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Ddbb1d4 implantable cardioverter defibrillator (ICD)  implanted: (B)(6) 2013.